Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative infection is unknown. Additional product codes for this report include: mnh, mni, kwq, and kwp. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional manufacturing investigation results reported that one screw of the two screws was left in the connector with the broken part of the cross connection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon additional review of the manufacturing investigation performed for this device, it was noted that three screws were received for evaluation. The following narrative describes the condition of the received devices: the threads of two screws of the connector (04.633.347s) have sheared off at the first thread flank. The third screw is left into the connector with the broken part of the cross connection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 04.633.347s, ti snap-on transconnector 47mm-62mm for 5.5mm/6.0mm rods¿sterile, lot number 7786047). The threads of two screws of the connector have sheared off at the first thread. The measurable dimensions of the returned part was checked as far as possible and found to be in compliance with the technical drawings and specifications. The broken surface is homogenous which indicates material conformity as well. Based on these findings it was concluded that the cause of the breakage is not due to any manufacturing non-conformances. Unfortunately the exact root cause which has led to this occurrence could not be determined. Due to the detected damages, it is probable that high mechanical force led to the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2012 to fix the l5-s2 region. On an unknown date in (B)(6) 2015, the implanted rod between l4 and l5 was found to be broken. Thereafter, an infection was also identified. An explant procedure occurred on (B)(6) 2015 where the surgeon removed implants (partially) on the affected region at l5-s2. At this time it was discovered that the transverse connector had broken along with the rod. No new product was implanted during this procedure. This report is 2 of 5 for (B)(4).